Manufacturer narrative:
The blade was used. The physical condition of the returned device is good with exception of the burr head itself. This device has attained damages of a dinged or scraped nature on random cutting edges. The edges that should be sharp have sharp flat spots or missing material. The appearance is consistent with contact with a hard surface, another device or instrument. No root cause related to the manufacture of the device can be confirmed. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that the shaver was providing multiple metalshavings. All visual metal parts were removed from the patient. No patient injuries were reported.